Event description:
A pt underwent laparoscopy for lap band surgery two years and nine months ago for morbid obesity. The pt returned to surgery for removal of the lap band associated with anterior gastric prolapse which caused a partial gastric outlet obstruction with the band remaining in the prolapsed position. This occurred despite allowing time after removal of all the band fluid. Operatively, the anterior stomach at the band site had prolapsed above the band. At the site of prolapse and around the band, there was dense fibrotic tissue with edema. The band was unbuckled and adhesions were taken down. Upon re-buckling the band, the channel through the band appeared quite tight despite absence of any band fluid. The band was removed. It appears from chart review that patient was compliant and had experienced appropriate weight loss. Two months ago, she began having persistent intermittent episodes of nausea and vomiting with multiple episodes of the coffee-ground emesis. An esophagogastroduodenoscopy (egd) revealed normal looking gastric remnant proximal to the band with a large amount of retained fluid. She also had pneumonia thought to be from aspiration. The band has been retained in pathology. The vendor will need to contact us to make arrangements to pick up.